Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly or back light anomaly was noted. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump would not scroll down after the battery was replaced. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. It was also found the down button began to work during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.